Event description:
It was reported that the ilet stopped dosing due to a ¿sensor reconnecting¿ alert while paired with a dexcom g7; the user had removed the ilet for approximately 30 minutes and, after replacing it, experienced persistent cgm signal loss and repeated sensor disconnection, including a support-directed toggle between g7 and g6 settings, a sensor restart, and device restart with pairing code 2098. Symptoms included loss of glucose data to the ilet and interruption of automated insulin dosing. Outcomes included temporary interruption of automated therapy requiring troubleshooting and monitoring. Investigation included guided troubleshooting, device restart, sensor setting reconfiguration, and repair/pairing attempts. Investigation of this case revealed cgm communication disruption consistent with out-of-range separation and subsequent reconnection delay, with continued signal instability implicating the cgm communication pathway rather than a confirmed ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was cgm signal loss due to communication and connectivity factors following device separation and reconnection.